Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015- additional information was received from a healthcare provider (hcp) indicated the patient was inpatient and admitted on (B)(6) 2015. On (B)(6) 2015 at 17:45 it was noted cramps occurred; anti-cramp medication was administered. For the next few days, the patient's body temperature remained high so a special "xx" ring mat was used. On (B)(6) 2015, vital signs were stable and very slight movements were observed, but the patient remained in a coma. As of (B)(6) 2015, automatic movements (active exercise) in the lower limbs were observed, but the patient was unconscious. The patient gender of female is correct, it came from the case report written by the physician. The initial information on (B)(6) 2015 came from the adverse event report written by a sales rep of daiichi. Additional information indicated that the hyperthermia was considered a symptom associated with the overdose. The cognitive dysfunction was also considered to be an associated symptom. The patient was in the recovery stage.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, serial# unknown, product type: pump. (B)(4).

Event description:
Information was received from a physician in japan via a company representative regarding a patient receiving intrathecal gabalon via an implanted pump. On (B)(6) 2015, the patient experienced overdosage "(scr)". A physician taking an itb (intrathecal baclofen) course administered scr (past 10:00 am). 0.005% 1ml of src was injected usually, but 0.2 % 5 ml of scr was injected intrathecally. This was further described as "mistake of the hospital and the doctor". The patient felt listless and was in a bad state, but decreased respiratory function was not observed yet. At the present stage, the patient was intubated and respiratory function was being maintained. An action would be considered just in case, as it was possible that the patient's condition would deteriorate in the future. At present, the patient was stable in that vital signs were stable and spasticity was not observed. If the patient were to deteriorate, drainage of 30-40 mls of cerebrospinal fluid would be considered to treat the overdose as a last resort. The severity was listed as serious. There was a causal relationship to the drug. The event was not device-related (catheter, pump, programmer). The patient outcome was unrecovered. Additional information was received on (B)(4) 2015 at 9 pm when a physician reported the patient was stable and would remain under observation. Information was received from a healthcare provider who indicated that the event overdose (scr) required hospitalization. Following the drug administration error, patient was in a terrible state, including muscle weakness. For caution's sake, measures to be taken were going to be considered as there was a possibility of worsening in the future. Discussion occurred around instructions on how to cope with an overdose. If a sign of worsening was observed, then drainage was going to be considered. However, the patient received scr, and thus 2 routs, one for infusion (saline) and one for outflow, was required to perform a drainage. A method with higher risk was not going to be chosen if it could be avoided. There was no adverse event or relevant special situation other than the overdose. (B)(6) 2015- additional information was received from a healthcare provider (hcp) clarified the resident (itb physician in training) administered the scr formulation in accordance with the instructions from the physician of the neurosurgery department. (After 10:00 am). The usual amount of 0.005% 1 ml was not administered; instead, 0.2% 5 ml was administered intrathecally. (The hospital and physician's mistake). The patient's condition was terrible due to weakness, but no reduction in respiratory function has been observed yet. The condition might worsen in the future, so discussed countermeasures just in case. Currently, the patient was intubated and her respiratory function was being checked. We received a call from ds about treatment for overdose. (0:30 pm). The patient's underlying disease was cerebral hemorrhage; date of onset was (B)(6) 2012. The patient also had a past history of high blood pressure. A lumbar puncture for a screening test was performed at the ward on (B)(6) 2015 at 09:30. On the same day at 09:42 the hcp became aware that an overdose was administered (gabalon 0.2%, 5 ml intrathecal). The patient was received a screening dose of 10000 mcg of gabalon intrathecal (0.2%) on (B)(6) 2015. At 10:56 on (B)(6) 2015 hypotension and drowsiness was observed. The infusion route was secured and patient was moved to an intensive care unit (ICU). At 12:43 spontaneous respiration became weak and the patient was intubated and placed on artificial respiration management. After that, hypotension was treated with vasopressors. At 17:45 on (B)(6) 2015 convulsive seizures were observed and anticonvulsants were administered. From around this time, hyperthermia continued for several days, and a special cooling mat was used. On (B)(6) 2015 vital signs were stable and some movement was observed, but the patient was unconscious. On (B)(6) 2015 although autonomic movement was observed in the lower limbs the patient remained unconscious. On (B)(6) 2015 disturbance in consciousness improved and respiratory status stabilized and therefore the patient was extubated. Muscular strength of the limbs was around mmt3/5. On (B)(6) 2015 muscle strength had nearly recovered. On (B)(6) 2015 the presence of a causal relationship was unknown, but mild cognitive impairment remained. The adverse event overdose was noted as having resulted in a life-threatening condition. The patient was recovering / in remission as of (B)(6) 2015. The event was related to gabalon intrathecal.

Event description:
On 11/25/2015- additional information was received indicated the cognitive impairment was not considered an adverse event (the patient was in the recovery stage and it was considered to be an associated symptom). Lab tests on (B)(6) 2015 showed the patient's blood pressure at 09:30 was 123/64, the patient's temperature was 36.7, and pulse 57. At 10:54 blood pressure was 68/40 and at 12:00 was 79/25 with a pulseof 54. Blood pressure was checked again at 22:00 and was 110/43, with a temperature of 39.7, and a pulse of 55. On (B)(6) 2015 at 14:00 the patient's blood pressure was 96/50, temperature 37.4, and pulse 63. At 11:00 on (B)(6) 2015 blood pressure was 136/67, temperature was 36.5, and pulse was 74. As of (B)(6) 2015 the causal relationship was unknown and minor cognitive dysfunction remained.